Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pcu (8015) s/n (B)(4) was intermittently losing power and randomly turning itself off. It was noted that battery calibration failed because the device turned itself off during calibration. Per the reporter, the power fail errors were found in the logs. The issue occurred before patient use.